Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a data error alert occurred. Blood glucose level was 93 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy, and if needed, has manual injections available.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issue was verified and a different issue was identified.